Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that the implant removed 5 months after placement in site #4 due to mobility and a possible infection. It was reported that the implant had failed to osseointegrate and type ii bone quality. Clinician reported insufficient bone quality/quantity and sinus membrane perforation could have influenced the problem. The patient reported pain and swelling following the implant loss. The device will be forwarded to the manufacturer for investigation. No post-operative issues reported.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc the dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that the implant removed 5 months after placement in site #4 due to mobility and a possible infection. It was reported that the implant had failed to osseointegrate and type ii bone quality. Clinician reported insufficient bone quality/quantity & sinus membrane perforation could have influenced the problem. The patient reported pain and swelling following the implant loss. The device will be forwarded to the manufacturer for investigation. No post-operative issues reported